Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A conclusive cause for the reported suture detachment could not be determined. The treatment appears to be related to procedure circumstance. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling. (B)(4).

Manufacturer narrative:
(B)(4). Subsequent to the previous medwatch report filed, one unused, sterile representative device with the same part and lot number as the used complaint device was returned for evaluation. Functional testing was performed and the unused device passed with acceptable results. No manufacturing or abnormal observations were detected. A cause for the reported experience could not be determined based on the investigation findings of the tested sample.

Manufacturer narrative:
(B)(4). One unused, sterile device with the same part number as the used complaint device but with lot number 50319k2 was returned for evaluation. A review of the lot history record for lot number 50319k2 identified no manufacturing nonconformances issued to the reported lot. A query of the complaint history database for lot 50319k2 did not indicate a lot specific quality issue.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that puncture closure of an unknown vessel was attempted using a proglide device with a 5f sheath after a diagnostic procedure. Reportedly, the sutures broke when trying to tighten them. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.